Event description:
Additional information received from the manufacturing representative (rep) indicated that the issue was not resolved. The left lead is completely fractured. The impedances will not be able to be resolved. The rep reprogrammed on right lead only and discussed with the patient that we would give the new programs one week and then follow up to discuss efficacy.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2016, product type lead product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2016, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jan-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that stim was not working very well. Impedance check showed that entire left lead is out with impedances > 10000. The patient also reported a fall off of a riding lawnmower in 2019. It was noted an x-ray showed that the left lead was fractured. The patient was reprogrammed. It was unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 977a260 lot# (B)(6) implanted: (B)(6) 2016 explanted: product type lead product ID 977a260 lot# (B)(6) implanted: (B)(6) 2016 explanted: product type lead h3: analysis of the ins found that it was not in new condition. Analysis of the lead (va13u5q017) found that the lead body was cut through, product segmented. Analysis of the lead (va13u5q014) found that conductors were broken at the injex anchor site and the body outer insulation was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97791, lot#: unknown, product type: accessory; product ID: 97791, lot#: unknown, product type: accessory; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was removed and returned for analysis.